Manufacturer narrative:
The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, service repair technician (srt) reported that the oxygen (o2) sensor failed calibration during testing.

Manufacturer narrative:
The reported complaint was confirmed. Per the supplier evaluation, the unit was tested on the final rig against the final test parameters. It was measured with 9.33 millivolts (mv) and within specification range of 9.00 to 13.00 mv. The unit included verifications of the measured values from the test rig as well as the dismantling of the unit for further cause analysis and search for any gas bubbles or other failures. No abnormalities were found and all measured values were confirmed. One possible explanation could be pressure differences (if sensors were measured just with a multimeter and without pressure compensation). Another possible explanation could be the value of the connection resistance. It was concluded that the unit operated within the specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.